Event description:
It was reported that the during pulse generator change out procedure the physician touched the can with cautery and the device exhibited inhibition of packing. The device was explanted and replaced. No adverse consequences to patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomaly was found.